Event description:
Pt was seen in dr's office on 7/15/94, because of blurry vision, redness, mucous and pain in both eyes. Upon examination she was revealed to have superior punctate keratitis (spk) centrally in both eyes. She noticed this problem after switching to this cleaner. The spk could have been caused by residual cleaner on the contacts since it contains alcohol.